Manufacturer narrative:
(B)(4). D10: anaverse glenoid taper, #item 01.04440.078, #lot 3027259. Humeral stem, #item unknown, #lot unknown. Humeral head, #item unknown, #lot unknown. Unknown liner, #item unknown, #lot unknown. Baseplate, xs, 25mm, #item 0104440005, #lot 2978789. Therapy date: on (B)(6) 2025. G2: foreign country switzerland. The metal cup, the polyethylene liner, the head, the adapter, the baseplate and the screw were returned for investigation. The adapter and the baseplate together with the two screws are still assembled with the head. One of the two screws is fractured. Both screws shows stripped and flattened threads. A review of the device manufacturing records could not be performed due to missing lot number for the liner and the screws. A review of the complaint history could not be performed due to missing reference and lot numbers for the liner and the screws. It was reported that a patient had an initial left total shoulder arthroplasty implanted. Subsequently, the patient was revised 11 years later due to pain. During the revision, the surgeon noted inferior notching on the poly and resected a massively hypertrophic scar. The loose glenosphere along with the baseplate and screws were replaced with a bipolar head and liner. The humeral stem was found stable and left intact. No intraop complications were identified. Two views of the left shoulder demonstrate a reverse total shoulder arthroplasty with implant in place. Multiple hyperdense foci throughout the joint space suggests possible metallosis. No bony fracture. Single view of the left shoulder demonstrates a left total shoulder arthroplasty with surgical drain seen suggesting recent surgery. Multiple hyperdense foci within the joint space could indicate prior implant fracture or metallosis. The reported glenosphere loosening is most likely related to the screw fracture and disassociation and / or fracture of the coating sleeve, though the sequence of events is unclear. The coating sleeve likely broke into several pieces at some point, seen as multiple hyperdense foci on x-ray. Loosening may also be linked to inferior notching and polyethylene wear, which could either have contributed to or resulted from the loosening. As the cause is likely multifactorial, involving both patient- and procedure-related factors, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had an initial left total shoulder arthroplasty implanted, approximately 11 years post implantation, it was revised due to pain. During the revision, the surgeon noted inferior notching on the poly and resected a massively hypertrophic scar. The loose glenosphere along with the baseplate and screws were replaced with a bipolar head and liner. The humeral stem was found stable and left intact. No intraop complications were identified. Attempts have been made and additional information on the reported event is unavailable at this time.